Event description:
Chest tightness/pain, hypotension, bradycardia upon administration of heparin during photopheresis; transient. Dose or amount: 10,000 usp units, frequency: 1, route: IV; dates of use: 2008; diagnosis: anticoagulation for extracorporeal photopheresis. Event abated after use stopped: yes.